Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), arthralgia ("arthralgia") and allergy to metals ("allergy with nickel"). On an unknown date, the patient experienced memory impairment ("mnesic disorders"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, dysmenorrhoea, memory impairment, arthralgia and allergy to metals had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, dysmenorrhoea, memory impairment and metrorrhagia with essure. The reporter commented: symptoms resolved a few weeks after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: no etiology for arthralgia was found. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. In 2013, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), arthralgia ("arthralgia") and allergy to metals ("allergy with nickel"). On an unknown date, the patient experienced memory impairment ("mnesic disorders"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, dysmenorrhoea, memory impairment, arthralgia and allergy to metals had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, dysmenorrhoea, memory impairment and metrorrhagia with essure. The reporter commented: symptoms resolved a few weeks after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on an unknown date: no etiology for arthralgia was found. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 10-jun-2019: quality safety evaluation of ptc no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ('metrorrhagia') in a 47-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, appendicitis, ovarian cyst, salpingitis, tibia fracture, fibula fracture, fractured metatarsal and nickel sensitivity. In 2013, the patient had essure inserted. In 2013, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), arthralgia ("arthralgia/ joint pains of unknown aetiology") and allergy to metals ("allergy with nickel"). On an unknown date, the patient experienced memory impairment ("mnesic disorders/ memory problems"). The patient was treated with surgery (bilateral salpingectomy under general anaesthesia at the patient¿s request). Essure was removed on (B)(6) 2017. At the time of the report, the metrorrhagia, dysmenorrhoea, memory impairment, arthralgia and allergy to metals had resolved. The reporter provided no causality assessment for allergy to metals, arthralgia, dysmenorrhoea, memory impairment and metrorrhagia with essure. The reporter commented: symptoms resolved a few weeks after the removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.6 kg/sqm. Investigation - on an unknown date: no etiology for arthralgia was found. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: relevant medical history (appendicitis, ovarian cyst, multiple cases of salpingitis, tibia/fibula fracture, 5th metatarsal bone fracture, allergy to nickel). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.